Event description:
It was reported that the ventricular assist device (vad) patient committed suicide at home. It was noted that the patient talked about their intention a few months ago. The patient packed the controller in a blanket and double disconnected both batteries.

Manufacturer narrative:
Additional information has been requested regarding the controller serial number and other details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller, medical device: model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku. Device available for evaluation: no. Device mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. Log file analysis also revealed consistent power consumption above normal operating range within the analyzed period. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Log file analysis also revealed a controller power-up event, without an associated motor start event, on (B)(6) 2022 at 15:16:45. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 27% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. This was the last data point recorded in which the driveline was connected to the controller. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 16 hours, 17 minutes, and 10 seconds. As a result, the reported "double disconnect" event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Information received from the site indicated that the patient committed suicide and had talked about their intention a few months prior. Per the instructions for use, psychiatric episodes are a known potential complication associated with the implantation of a vad. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. H3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: h3. Device evaluated; no eval explain code: h10 additional products: d4: model#:1420 / catalog#:1420 / expiration date: 31-jan-2021 / serial#: (B)(6) / UDI#: (B)(4) / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 06-jan-2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.